Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of wear and tear on the system controller was not confirmed. There were no log files submitted for review. The system controller, serial (B)(6), was not returned for analysis. The additional information provided stated that the controller was exchanged to serial (B)(6) due to observed wear and tear. It is unclear what portion of the system controller contained the damage. There were no photos or additional documents provided. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the initial system controller was exchanged due to wear and tear.

Event description:
It was reported that during system controller exchange, the controller did not function as expected. The controller would not activate when plugged into the pump. Another system controller was put in use which worked without issue. No log files would be provided.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.